Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. After review of the photographic evidence, complaint is confirmed. There was observed a crack at the connection feature area. Also there was detected a breakage condition on the impactor near the observed crack. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor was observed to have a crack in it while doing a total knee. There was no surgical delay.